Event description:
Dealer alleged that the valve operator failed resistance.per independent repair statement the unit was low o2 or yellow light. Key failure was the pilot valve failed resistance. Additional malfunctions were the tie wraps were leaking.